Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zmb00 19.5 diopter intraocular lens (iol) was explanted from a male patient's right eye due to patient experiencing blurry vision and monocular diplopia which have been monitored by the physician for 1 year until the patient could not deal with it anymore. The patient felt unsafe when walking or driving. The lens was replaced with a zcb00 iol. It was reported that the patient's diplopia was resolved after explantation.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 4/13/2017 device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.